Event description:
The ivus catheter was unable to auto pullback after being placed into the patient. The md used manual pullback with no harm to the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter) mfg notified by the site.